Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of five while the patient was connected. The care giver stated one of the solution bags disconnected from the setup. The technical service representative instructed the care giver to close the clamps to the bags, patient line, and transfer set. The technical service representative had the care giver cycle the power on the home choice. The technical service representative advised the care giver and home patient that it was safe to disconnect from the home choice. The technical service representative advised the home patient and care giver to dispose of the current supplies and to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a system error 2240 occurred during therapy after a supply bag had disconnected. A supply bag disconnecting is a known cause of this alarm. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.